Event description:
In 2008, the lay user/ patient contacted lifescan (lfs) alleging that one touch ultralink meter would not power on with the insertion of the test strip. The pt stated the meter would power on with the power button, but not with test strip insertion. The pt was using the correct test strips, and there was no misuse of the product. The pt did not experience any symptoms of high or low blood glucose levels, and did not seek any medical attention. The meter and test strips were replaced. The pt did not suffer any injury due to the reported meter. The pt experienced no symptoms and denied medical attention. However, as the meter would not power on with the test strips, this complaint is being reported.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or test strips are returned, lifescan will evaluate them.